Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers mother reported via phone call that the insulin pump had experienced high blood glucose level of 470 mg/dl. The customer had symptoms such as nausea and treated with medicine. Customer's blood glucose value was 470 mg/dl at the time of the call. The mother reported that the high blood glucose levels began on (B)(6)2017. Troubleshooting was performed. The drive support cap appeared normal. The customer mother had declined to check leaks or air bubbles. Also declined to check for possible site/insulin issues and to check device settings. The insulin pump high pressure test was not completed. The product was not returned for analysis.